Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with a black plastic like foreign material, however, the specific material could not be identified and the cause for the material remaining in the device could not be specified. An attempt was made to obtain additional information regarding reprocessing methods and device handling. The following information was provided; in general the customer was trained by olympus for processing methods in accordance with the instructions for use (IFU) and the customer did not provide any information regarding failure and/or issues with reprocessing. No further information will be provided. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The blockage appeared to be a black plastic like material. Additionally, minor delamination was noted on the insertion tube and minor marks were noted on the light guide tube. The angulation in the right direction does not meet the specified value. The air supply volume and water supply volume failed to meet the standard value due to blockage. Due to blockage of nozzle, water removal ability and water flow does not meet the standard value. The device failed the electrical safety test. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope exhibited blockage and the suction function does not work. The issue was found during maintenance. The device was returned and an evaluation revealed, unidentified blockage protruding from the air/water nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.